Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that pegasus leaked. The following information was provided by the initial reporter: at 9:10 on (B)(6) 2020 patient went to east lake campus image center of the neck to the base of cta examination, the patient to CT injection room to reserve the IV first, integrity checked before the puncture needle, the puncture succussed and return after needle, trachoma dot ooze blood and more, the immediate urethral indwelling needle, and the patient explanation, and with the family understands, families and patients and the other to replace a needle puncture again, puncture success, observe the needle without question, properly fixed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus leaked. The following information was provided by the initial reporter: at 9:10 on (B)(6) 2020 patient went to east lake campus image center of the neck to the base of cta examination, the patient to CT injection room to reserve the IV first, integrity checked before the puncture needle, the puncture succeeded and return after needle, trachoma dot ooze blood and more, the immediate urethral indwelling needle, and the patient explanation, and with the family understands, families and patients and the other to replace a needle puncture again, puncture success, observe the needle without question, properly fixed.